Event description:
A user facility reported that approximately eleven months following an intraocular lens (iol) implant surgery, a malpositioned iol was exchanged. Additional information was requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There are no other complaints reported in the lot. Additional information has been requested. A completed questionnaire has not been received. (B)(4).